Manufacturer narrative:
Concomitant product: product ID 3986a, serial # unknown, product type lead. (B)(4).

Event description:
It was reported the patient had increased therapeutic impedance that resulted in revision of the electrode involved in the therapy. It was unknown if any diagnostic testing or troubleshooting had been performed. Additional information has been requested on revision and outcome of patient. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the impedance was greater than 4,000 ohms. The cause was electrode or extension dysfunction. The electrode was not changed but the stimulation parameters were, additionally it was noted the modification of the active electrode showed return of the antalgic effect with normal impedance.